Manufacturer narrative:
Results: pump pedal assembly.

Event description:
It was reported by service report that the stretcher was hard to pump up then it would drift down. It is unknown if there was patient involvement or if there were adverse consequences to report.